Event description:
A report was received that a patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision procedure where the lead was moved back to it's original location.